Manufacturer narrative:
Additional information was provided in h3 and h10. The product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. Information was provide that the company (1.50cyl), 15.0 diopter (add power +2.2/+3.2) was exchanged for an unspecified monofocal company lens. It is unknown if replacement lens was a toric model. The surgeon was provided contact for expert opinion md. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that a patient developed a spontaneous retinal detachment, which was successfully repaired. The retinologist thought it was an excellent result with 20/20 pam vision. A dense cataract ensued, and the patient wanted to "go for it" with a panoptix. The outcome was unsatisfactory with a disabling bowtie effect that was not improving after a few months. They decided the best plan of action was an iol exchange, planned in a few weeks. They would like to know if the experts would agree that the bowtie is an otherwise uncorrectable problem due to the multifocality.